Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data was collected from the device and has been analyzed. Battery depletion indicated/elective replacement indicator (eri) occurred on (B)(4) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. There were two patient alerts for low battery voltage on (B)(4) 2011 03:00:03 and (B)(4) 2011 03:00:03. The device was returned and analyzed. The battery depletion was found to be normal and met 80% of expected longevity.

Event description:
It was reported that the elective replacement indicator was triggered possibly due to premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.